Event description:
Pt reported that the mesh was implanted in 2004 and explanted in 2005 due to infection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Explanted mesh was reported to be discard at the user facility, therefore, no eval can be made. We will submit a follow up report when/if add'l info becomes available.